Event description:
Boston scientific provided the following information: it was reported this that lead was explanted due to activation of the signal artifact monitor, oversensing, low lead impedance, and possible fracture.

Manufacturer narrative:
Upon receipt the lead was found cut approx. 6cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. An explantation aid was still inserted in the lead. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. Further damages such as cuts in the distal area of the insulation were observed which most likely occurred during the explantation procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported this that lead was explanted due to sam, oversensing, low lead impedance, and possible fracture.